Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station main drawer 5 cubie failed to release and required maintenance. A field service engineer (fse) replaced flat flex cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. All cubies within the affected drawer failed upon access. Recovery attempts resulted in "requires maintenance" messages, and cubies ejected with delay but were not recognized as removed. The system repeatedly generated errors including "failed to open," "failed to release," and "device not detected on bus." When bypass attempts were made, the cubies failed immediately upon opening, affecting the entire drawer. The customer stated that they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.